Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported by the customer that their insulin pump was alarming no delivery. Customer stated reservoir was empty. Advised customer to remove batteries from device and reinsert filled reservoir. Customer's blood glucose level was 129 mg/dl at time of reporting. Nothing further reported.